Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:') and fallopian tube perforation ('complications during surgery in that, one of my fallopian tubes ruptured while he was attempting to place the device.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy, multi gravida, parity 4 (live births: (B)(6) 2015, (B)(6) 2007, (B)(6) 2009), anxiety, obesity, depression and vaginitis. Concomitant products included escitalopram. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), fatigue ("fatigue"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), anaemia ("anemia") and complication of device insertion ("complication of device insertion-fallopian tube perforation"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed in (B)(6) 2009. At the time of the report, the device dislocation, pregnancy with contraceptive device, fallopian tube perforation, fatigue, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, anaemia, complication of device insertion and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anaemia, back pain, complication of device insertion, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, dysmennorhea (cramping), back pain, menorrhagia (heavy menstrual bleeding),anemia, migration, pelvic pain discrepancy noted in insertion date (B)(6) 2008 and explant date between march & (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: pfs received- new event abnormal bleeding (vaginal) was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:'), pregnancy with contraceptive device ('pregnancy (no complications)') and fallopian tube perforation ('complications during surgery in that, one of my fallopian tubes ruptured while he was attempting to place the device.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy, multi gravida, parity 4 (live births: (B)(6) 2015, (B)(6) 2007, (B)(6) 2009, anxiety, obesity, depression and vaginitis. Concomitant products included escitalopram. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), fatigue ("fatigue"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), anaemia ("anemia") and complication of device insertion ("complication of device insertion-fallopian tube perforation") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (sapling. (Bilateral)). Essure was removed in march 2009. At the time of the report, the device dislocation, pregnancy with contraceptive device, fallopian tube perforation, fatigue, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, anaemia and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anaemia, back pain, complication of device insertion, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding),anemia, migration, pelvic pain discrepancy noted in insertion date apr2008 and explant date between march & april2009 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new event pregnancy with contraceptive device and device ineffective ,fallopian tube perforation ,complication during insertion were added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:'), pregnancy with contraceptive device ('pregnancy (no complications)') and fallopian tube perforation ('complications during surgery in that, one of my fallopian tubes ruptured while he was attempting to place the device.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy, multi gravida, parity 4 (live births: (B)(6) 2015, (B)(6) 2007, (B)(6) 2009), anxiety, obesity, depression and vaginitis. Concomitant products included escitalopram. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), fatigue ("fatigue"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea (""dysmenorrhea" (cramping)"), anaemia ("anemia") and complication of device insertion ("complication of device insertion-fallopian tube perforation"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed in (B)(6) 2009. At the time of the report, the device dislocation, pregnancy with contraceptive device, fallopian tube perforation, fatigue, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, anaemia, complication of device insertion and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anaemia, back pain, complication of device insertion, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, "dysmenorrhea" (cramping), back pain, menorrhagia (heavy menstrual bleeding),anemia, migration, pelvic pain discrepancy noted in insertion date (B)(6) 2008 and explant date between (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),") and anaemia ("anemia"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, fatigue, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, device dislocation, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), anemia, migration, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding),anemia, migration, fatigue were added. Patient information, new reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.